Event description:
It was reported that during a stent placement procedure, the stent allegedly foreshortened during deployment. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation. No images or videos were provided for review. The vessel was not tortuous but calcified, the lesion was pre dilated, and system compatible 6f introducer / 0.035" guidewire were used for access. The stent deployment action was as expected, the system was correctly held at the stability sheath and kept stationary throughout deployment, and the lesion was seen between the stent markers before deployment; the placement site was in the iliac artery. The reported indication represents an off-label use. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment. (...) Remove slack from the stent system held outside the patient.' The instruction for use further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter'. 'The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery.' H10: d4 (expiry date: 07/2026), g3 h11: h6 (method, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent placement procedure in the left external iliac via right common femoral up and over approach, the stent allegedly foreshortened around forty percent during deployment. The procedure was completed using another device. There was no reported patient injury.